Event description:
The dealer states that the chair is getting a right flash, which is the right brake sitting in chair.

Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.